Event description:
It has been reported to philips that the system gave a ¿disk bay board degraded error¿ when attempting to boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the drive bay had been removed, and that the hard drive was directly wired in. The fse replaced the suite-pc and installed the software, restored the backup, license file and database. Part failure analysis was performed on the returned part and showed that the disk bay and hard drive were missing. After the replacement of the suite-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.